Event description:
It was reported that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).